Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The device remains implanted, pending a replacement procedure. This report will be updated when additional information becomes available.

Event description:
Boston scientific received additional information that this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.

Event description:
Boston scientific received information that during the routine device follow-up, interrogation revealed the battery was nearing end of life (eol) battery status, with approximately six months remaining until explant status is reached. The lead measurements were within normal range, and there were no episodes noted in the arrhythmia logbook. Premature battery depletion was suspected, as the battery status was normal at the patient's previous follow-up in (B)(6) 2013. A replacement procedure was scheduled for the following month. No adverse patient effects were reported.